Event description:
Potential for injury associated with a tdxsr-mcg custom power wheelchair whose recline actuator will not raise up when tilted back after calibration. This event could cause the user to become stranded in an unwanted tilt position.